Event description:
Placement of central feeding tube checked. Confirmed placement with air bolus. Nurse questioned placement and contacted physician. X-ray done. Feeding held. X-ray report verified that the distal portion of the tube was detached from the proximal portion of the tube.